Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose of 385 mg/dl. The customer stated that he couldn't breathe and was feelint dizzy. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and stripped battery cap coin slot.